Manufacturer narrative:
(B)(4); records indicate this device remains in service. At this time, a replacement procedure has not been scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device interrogation in clinic, this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code indicating excessive errors had occurred. Two subsequent codes were noted indicating a patient data error and a loss of template. Device data was analyzed which confirmed memory corruption had occurred. The cause of the memory corruption was unable to be determined and device replacement was recommended. It was also noted the device had reached elective replacement indicator (eri). No adverse patient effects were reported.